Event description:
It was reported that a patient presented via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have low pacing impedance, r-wave amplitude variation and over-sensing of noise. Upon presenting in-clinic, the patient reported multiple inappropriate shocks, and high voltage therapies were programmed off. Interrogation of the rv lead confirmed the electrical anomalies and fluoroscopy performed confirmed rv lead dislodgement. During the replacement procedure, the rv lead helix was unable to be extended after successful retraction. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.